Event description:
It was reported that during a da vinci hysterectomy procedure, a burning smell was coming from the pk dissecting forceps instrument. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2014, intuitive surgical received additional information from an rn at the hospital. According to the rn, the burning smell noted during the surgical procedure, smelled electrical. The rn indicated that after the pk dissecting forceps instrument and cord were replaced, the burning smell ceased. The cord was discarded.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the yaw pulley exhibits evidence of arcing between the grips and as a result, the yaw pulley has missing material. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing material from the instrument's yaw pulley found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.